Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure of right ventricular lead, the physician was having trouble placing the lead and had some concerns about the lead electrically. Noise was noted on the lead. Another lead was used and successfully placed in the right ventricle. The patient was stable.